Event description:
The pt reported that the day after he changed his insulin cartridge air bubbles formed in the cartridge. He stated that he had removed all of the air from the cartridge and infusion tubing when he primed the system. The pt was advised to prime the air out of the insulin cartridge. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.